Manufacturer narrative:
There are multiple patients all information is provided in the article. This report is for an unknown cannulated screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date is between 2004 to 2018. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: zhang, y. Hu, j., li, x., and qin, x. (2020), humeral capitellum fracture combined with humeral lateral column injury: a novel classification system and treatment algorithm, injury, vol. 51, issue 4, pages 955-963 (china). The purpose of this study was to describe a classification system for this fracture pattern and provide a therapeutic algorithm to avoid complications associated with a 3.5 mm posterolateral distal humerus plate with support (pdhpws) fixation. From 2004 to 2018, 34 patients with complex capitellum fracture (cfs) combined with lateral humeral column (lhc) comminution were treated with open reduction and internal fixation. There were 26 females and 8 males with an average age of 49.6 ±14.,6. Implants used were a pdhpws, headless cannulated screw (synthes, inc., oberderf, switzerland) and mini-fragment plate (zhengtian, inc., tianjing, china). The average follow-up duration was 44.9 months (range, 14 - 123 months). The following complications were reported as follows: 1 patient had delayed union which healed after extracorporeal shock wave treatment. 8 patients required implant removal due to complaints of soft tissue irritation. 9 patients developed posttraumatic arthritis, as classified according to the broberg and morrey grading system: 5 cases were grade 1 with slight joint-space narrowing and minimal osteophyte formation; and 4 cases were grade 2 with moderate joint- space narrowing and osteophyte formation. This report is for an unknown synthes 3.5 mm posterolateral distal humerus plate with support (pdhpws) and headless cannulated screws (synthes, inc., oberderf, switzerland). This report is for one (1) unknown cannulated screw. This is report 1 of 1 for (B)(4).